Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the procedure, the device lacked sufficient energy to break the stone. The procedure was completed with a different device. There were no patient complications.

Event description:
It was reported that during the procedure, the device lacked sufficient energy to break the stone. The procedure was completed with a different device. There were no patient complications.